Event description:
It has been reported to philips that the device was not booting up successfully. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) communicate with the customer over the phone and confirmed that the device was not booting up successfully and issue persist after multiple reboots performed by customer. To resolve the issue fse connected with the customer over the phone and advised performing a correct shutdown. After a month this issue reoccurred and fse replaced the flexvision pc and install the software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.